Event description:
It was reported that the customer experienced ongoing elevated blood glucose level ranging from 297 to 438 mg/dl. The customer was uncertain of the suspected cause but believed it may be due to insulin degradation. During a system check with tandem technical support, it was identified that the time was off on the pump. The customer corrected the time and administered manual injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose level ranging from 297 to 438 mg/dl. The customer was uncertain of the suspected cause but believed it may be due to insulin degradation. During a system check with tandem technical support, it was identified that the time was off on the pump. The customer suspected the time may have been off due to low battery power on the pump. The customer corrected the time and administered manual injections.